Manufacturer narrative:
H.6. Investigation summary customer returned photos of a 3/10cc, 8mm, 30g syringe with a poly bag from lot # 9210505. Customer states that hubs were detached with shields. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 1122103 has been opened to address this issue."

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp hub detached when removing the shield before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "hubs were detached with shields."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp hub detached when removing the shield before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "hubs were detached with shields."